Event description:
It was reported that an ilet pump stopped functioning and would not power back on despite multiple charging attempts, after which the user¿s blood glucose rose to 375 mg/dl with ketones present. The user transitioned to subcutaneous insulin via pen, and a replacement device was arranged. Symptoms included hyperglycemia with ketones presence. Outcomes included interruption of insulin delivery requiring alternative insulin administration and logistical impact due to device replacement and return. Investigation included complaint intake review, device history and records review, and assessment of reported power and battery performance based on user feedback. Investigation of this case revealed a reported inability to restart the device after charging, consistent with a potential battery depletion or power subsystem malfunction; data transfer to the replacement device does not occur and the user must complete standard startup on the replacement. It was concluded that the reported event is consistent with a device power failure with resultant hyperglycemia, and continued use of cgm via dexcom app or receiver was advised until replacement setup was completed.

Manufacturer narrative:
Investigation findings: the device exhibited wear along the top edges of the display assembly and housing. The sleep/wake button operated as expected; however, alert 60 was present in the notifications menu. Restarting the device did not resolve the alert. The device was unable to establish a bluetooth connection with the ilet mobile app for engineering log download. Upon reviewing the ¿about ilet¿ menu, both bluetooth and ble bootloader versions displayed as ¿0.0.0¿. The device was opened for further investigation, revealing evidence of fluid ingress and corrosion on the captouch foam. Due to fluid ingress, the device will be scrapped. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
Investigative findings: this MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.